Manufacturer narrative:
No patient involvement was reported. Device is an instrument and is not implanted/explanted. Therapy date is not known. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. No service history review can be performed as part number 387.337 with lot number(s) 9799588 is a lot/batch controlled item. The manufacture date of this item is unknown. The service history review is unconfirmed. Lot number 9799588 belongs to article 50131166 which is a subcomponent of article 387.337. Manufacturing location: (B)(4). Manufacturing date: 19feb2016. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that screws are backing out of a synframe holding ring. The screws are connected to the ring and were reported to be stripped and not holding the ring together. The issue was discovered during pre-testing prior to surgery on an unknown date. No patient involvement associated with this complaint. Concomitant devices reported: screw (part number unknown, lot number unknown, quantity unknown). This report is for one (1) synframe half ring. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Service and repair evaluation was completed. The customer reported the screws were stripped. The repair technician reported the stop screw was damaged and needed replacement. Damaged component is the reason for repair. The cause of the issue is unknown. The following parts were replaced: hex screw, stop screw. The item was repaired per the inspection sheet, passed synthes final inspection on 08-aug-2017 and will be returned to the customer upon completion of the service and repair process. Corrected data: initially reported concomitant devices are not concomitant, but part of the reported device (part # 387.337, lot # 9799588). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Corrected data: the initial complaint was reviewed and found not reportable. This medical device rreport was created in error and the information was captured in (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.